Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level customer's blood glucose value was 415 mg/dl. Customer reported high blood glucose after problem with connection infusion set. Customer performed high pressure test and the test was passed. The insulin pump will be returned for analysis.